Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Erosion is acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. The reported patient symptom is a known risk associated with this device type and are indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) presented to a clinic office visit where the physician performed a cystoscopy procedure. Upon examination it was found that there was erosion at the urethra. A surgical procedure performed during which the device was explanted. There were no further patient complications reported.